Event description:
It was reported that the customer experienced a seizure and went to the emergency room (ER) via ambulance; cause of seizure was not known. A blood glucose level was not provided. Customer was treated with intravenous fluids of saline and was discharged the same day with the issue resolved. Reportedly, customer's "memory is lost during/related to this timeframe" and no additional information regarding this event was provided. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.